Manufacturer narrative:
Manufacturer unable to investigate, as user facility unwilling to provide any further details beyond that which is in the original medwatch report.

Event description:
From medwatch form mw5159398: "thoravent placed with bleeding complication." Only part of thora-vent that could cause bleeding is the trocar, which has a sharp point for use during insertion of the device. User facility unwilling to provide any further details beyond that which is in the original medwatch report. Doctor's reference to a "cluster" of events with thora-vent in medwatch forms mw5159393, mw5159394, mw5159395, mw5159396, mw5159397, and mw5159398 occurred over the last 4-5 year period. Doctor would not provide specifics, including which facility within the hospital group where it occurred, only that all cases occurred at the same facility but with different physicians. Uresil is filing mandatory reports with FDA based on the information received.